Event description:
It was reported that 6 days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004 the pt presented to the cath lab and had a taxus express2 - 2.50x24mm stent implanted in the 1st obtuse marginal (om). It is noted heparin bolus was given and integrilin IV was started for 12 hours before the procedure. Pt was discharged with a regimen of aspirin and plavix. Six days later, the pt returned to the hosp complaining of chest pains. The pt was brought to the cath lab and was determined to have a subacute thrombosis in the taxus stent. The physician predilated the thrombosed stent with a 2.0x20mm maverick balloon. The physician then tried to place a guidewire through but was unable to cross. However, after the predilation the pt became symptom free and the physician felt no further intervention was needed. Pt was discharged from the hosp with a regimen of aspirin and plavix. Pt status is reported as "satisfactory/good."